Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent dislodged inside a patient. Vascular access was obtained via the trans-radial approach through a 6fr convey guide catheter. The target lesion was a 95% stenosed, heavily calcified right coronary artery (rca). A choice guide wire was advanced and pre-dilatation was performed with both a 2.5x12mm emerge balloon and a 3.0x12mm emerge balloon. A non-bsc stent was selected for implant but it would not cross the lesion so it was removed from the patient. The physician advanced a 6fr guidezilla extension catheter and a mailman guide wire through the lesion and then tried a 3.5x12mm synergy stent but it would not cross the lesion so it was removed from the patient. Additional pre-dilatation was done with a 3.5x12mm emerge balloon catheter and a 4.0x12mm synergy stent was successfully deployed in the proximal rca. The physician then attempted to deliver the same 3.5x12 synergy that did not cross initially into the mid rca, and once again the stent did not cross the lesion so it was removed. A synergy 3.5x16 stent was selected and advanced but was also unable to cross the mid rca lesion. While attempting to pull it back, the 3.5x16 synergy stent caught the tip of the guidezilla catheter which was no longer symmetrical due to the tight, calcified lesion. The stent came off of the stent delivery system and remained stuck in the lesion. The physician delivered a 3.5x8mm nc emerge balloon and deployed the stent proximal to the lesion. At that point, they elected to ended the procedure. The patient was in stable condition. The next day the patient was sent for bypass surgery and the outcome was successful.